Manufacturer narrative:
The motor controller with system version vb10 was identified as the cause of the issue. A faulty motor controller may cause incorrect system positioning. Incorrect system positioning is not permanent; it is sporadic and lasts short period of time. However, when a movement command is triggered and an incorrect value of the motor controller is present, the movement is not executed for the actual positioning of the ceiling stand but based on the incorrect position value. Depending on the deviation between the real position and the incorrect position, the ceiling stand can move away from the operator after the movement command was triggered. It will drive over a stop position specified by the system and into the mechanic end stop. Siemens has prepared a software solution to detect incorrect position value of the ceiling stand. This software will help avoid incorrect system movement resulting from this error. This software will be rolled out for all affected systems with the field update instruction xp045/19/s. Concerned customer sites will be informed about the issue and the solution with an field safety notice distributed via a field update instruction xp044/19/s. The realization of the measures is planned for january 2020. Internal ID # (B)(4).

Event description:
Siemens was informed by its service organization of an uncontrolled system movement of the ysio unit. The user informed siemens that when moving the system in the transverse direction the stand moved away at high speed dragging the operator and collided with a wall. There is no patient involvement is this case. The reported event occurred in (B)(6).